Manufacturer narrative:
D10 concomitants: (B)(6) 300-30-08 - equinoxe preserve stem 8mm; (B)(6) 320-06-38 - glenosphere 38mm; (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0; (B)(6) 320-15-02 - rs glenoid plate sup aug, 10 deg; (B)(6) 320-15-05 - eq rev locking screw; (B)(6) 320-15-05 - eq rev locking screw; (B)(6) 320-20-00 - eq reverse torque defining screw kit; (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm; (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm; (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm; (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4 x 38.5mm; (B)(6) 320-38-03 - 145-deg pe 38mm hum liner +2.5. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's right shoulder was revised. Patient woke up one morning and felt his shoulder was "off". Surgeon conducted an x-ray and confirmed that his shoulder was dislocated. Surgeon attempted a closed reduction under anesthesia. He was able to reduce the shoulder, but it was still unstable, coming out the front. He took some x-rays and could see some bone growth under the acromion and felt when the shoulder was reduced, something was stopping external rotation. He decided to open and revise some components. He removed the liner, tray, torque screw, locking screw, glenosphere, locking caps and compression screws. The stem and baseplate were well fixed and retained. He removed the bony growth, as well as the 3 metal anchors in the humerus that were there prior to the index surgery. Surgeon then replaced the same length screws, locking caps, went to a 38mm expanded glenosphere, new locking screw, new 2.5mm liner, new 0mm tray, and new reverse torque screw. Patient was last known to be in stable condition following the event.